Event description:
It was reported that during implant attempt the helix would not deploy despite multiple attempts. The lead was removed and again the helix would not deploy. The lead was not implanted and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found.